Event description:
It was reported that a cartridge change error occurred. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. The customer administered a manual injection of insulin to address their bg. The customer reloaded the cartridge and ensured the cartridge snapped fully in to resolve the issue.